Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing resulted in pacing inhibition. The atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulted in pacing inhibition. Due to unspecified reason, the right ventricular (rv) lead was attempted to be repositioned but failed. Both rv lead and ra lead were explanted and replaced. The patient was in stable condition.